Event description:
Patient battery was noted to be at neos. Patient generator was now at eos. Physician reported that the battery wore out far earlier than expected. Physician is concerned there could be excessive stimulus application and is unable to account for the short battery time to depletion. Patient was noted to be having more frequent smaller seizures. Vns site was noted to be sensitive. It was later noted that the generator was interrogated and shown to be nonfunctional due to battery depletion. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Generator analysis was performed. The septa were not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The generator battery measured 1.786 volts and found to be at an eos-yes condition. The postburn electrical test results showed that the pulse generator pcba performed according to functional specifications. Review of the data dump revealed no anomalies or impedance issues that indicate a device malfunction.

Manufacturer narrative:
B5. Describe event or problem - correction - generator analysis regarding premature depletion provided.

Event description:
Generator analysis confirmed no device failure or premature battery depletion had occurred.

Event description:
Per the physician, the increase seizures were due to low battery. The patient & seizures are below vns baseline. The increased seizures are also reported to be due to lack of sleep. Patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
The explanted generator was received and analysis is underway.